Event description:
It was reported during an ventricular tachycardia (vt) procedure, when mapping at the left ventricle (lv) an st-elevation was observed several times. The physician weakly contacted the cardiac wall with caution. The patient¿s blood pressure dropped when mapping the sinus of left ventricle (lv) with the carto 3 system. It was observed by fluoroscope findings that the cardiac motion was worse than usual. A pericardial effusion was observed by the intracardiac echo and 250cc of fluid were drained. After, the patient¿s blood pressure rose and the recovery was confirmed. The procedure was then abandoned without performing the ablation. The physician commented that the manipulation of the catheter at the lv might have not been proper. The cause of the issue may have been the spot where the st elevation occurred. The patient was stable. Upon request, additional information was requested on the event. The event was life threatening. The patient did not require extended hospitalization. The prognosis for the patient is stable. The outcome of the adverse event is fully recovered. The physician¿s opinion on the causality of the adverse event is that it was procedure related.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. The device history record (DHR) was reviewed. The DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. (B)(4).